Event description:
A doctor alleged that two (2) patients had experienced the loss of their anterior crowns approximately one (1) week after placement with maxcem elite clear. This is the first of two (2) reports.

Manufacturer narrative:
The doctor re-cemented the patient's crown using a different permanent cement, without further incident. To date, the patient is doing fine. The product was returned and evaluated, yielding results within specifications.